Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect stat high sensitive troponin-I result for a patient sample while running on the architect i2000 analyzer. The following data was provided: on (B)(6) 2022 sid (B)(6): initial troponin-I result: 116 ng/l (customer¿s cutoff > 35ng/l; repeat on another architect: 7.4 ng/l; re-centrifuged sample and repeated on original analyzer: 7.8 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for the product. Tracking and trending were reviewed and did not identify any related trends for the product for the issue. In-house testing was completed with a reagent kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. The device history record was reviewed and did not identify any non-conformances or deviations associated with the likely cause lot(s) and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 35249ud00 was identified.